Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonoscope to the service center for a separate issue. During the evaluation of the device, image has vertical stripe. The service repair technician indicated that the most likely cause of the complaint was traced to component failure. There was no patient involvement.